Manufacturer narrative:
A steris service technician inspected the washer and found that the water pressure regulator that was installed by the user facility was a non-steris part and had failed allowing unregulated water to exit the washer. The technician installed a steris supplied pressure regulator and set the unit to the specified water pressure (30psi). The technician ran test cycles and found the unit to be operating properly; no further issues reported. The washer is under steris service contract and preventative maintenance was performed on (B)(4) 2012 when the washer was found to be operating properly.

Event description:
The user facility reported that water was leaking from the washer onto the floor behind the unit and into the hallway. No injuries, procedural delays/cancellations or property damage reported.